Event description:
The customer reported low bgs. It was indicated that the customer's low bgs were treated by the paramedics and did not require to be hospitalized. Also the customer started to feel shaky, but their bgs currently are fine. The customer has been under a stress lately. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested the customer to call the dr to discuss possible causes of low bg.